Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported that there was a confirmed flip of the implantable neurostimulator (ins). The patient had lost 85 lbs in the recent past, which ¿likely contributed¿ to the flip. It was noted that the implanting physician did not suture down inss. No further information was provided. If additional information becomes available, a follow-up report will be submitted.